Event description:
Information received from the aspire clinical database treatment of two large unruptured saccular sidewall aneurysms located in the right ica (internal carotid artery). One aneurysm was located in the cavernous segment and measured 13mm x 5.7mm. The other aneurysm was located in the periophthalmic segment and measured 11mm x 4.1mm. It was reported that the patient presented with neurological symptoms of memory loss, dysphagia, blurry vision, photophobia, visual acuity deficit, headaches, dizziness, and weakness. The patient was placed on anticoagulant therapy prior to the procedure. The patient was given approximately 20,000 units of heparin intra-operatively over a 45 minute span. The patient underwent pipeline embolization treatment on (B)(6) 2013 in which a 4.75mm x 20mm pipeline was placed across the neck of the periophthalmic aneurysm and a 4.50mm x 14mm pipeline was placed across the neck of the cavernous aneurysm without issues. Some side branches originating from the periophthalmic aneurysm was covered by the pipeline. No side branches originating from the cavernous aneurysm were covered. After the 2nd pipeline was deployed, platelet aggregation was noted within the lumen of the pipeline. The patient was given 20 mg of intra-arterial reopro in the right ica and was immediately given an additional bolus of heparin 5000 units. Three repeat angiograms at 5 minute intervals revealed progressive and continuous resolution of the previously visualized platelet aggregation. The 3rd angiogram revealed a very minimal amount of stable platelet aggregation. There was normal flow limitation. The mrs (modified rankin scale) = 0. Due to the platelet aggregation within the pipeline device, the patient will be fully anticoagulated on aspirin and plavix. The patient was discharged on (B)(6) 2013. The following day, the patient woke up lightheaded and passed out striking her head on a hard object. She presented in the ER (emergency room) with syncope. A head CT (computed tomography) scan was performed. There were no acute intracranial abnormalities. The diagnosis was a gi (gastrointestinal) bleed that was presumably related to the plavix and aspirin therapy. She was discharged home on (B)(6) 2013. On (B)(6) 2013, the patient presented to the clinic for a follow-up and had a pulling sensation in her right posterior head and neck. Imaging was performed on (B)(6) 2013 and she was found to have a right front brain lesion with some hemorrhage. The patient was diagnosed with vasogenic edema secondary to metastatic lung cancer. Clopidogrel was stopped. The patient was placed on decadron and prevacid. On (B)(6) 2013, a diagnostic angiogram was performed and showed aneurysms previously treated with the pipelines were completely occluded. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
(B)(4). The other device involved in the event is: model: fa-77475-14, lot: se11-039, dom: 28 sep 2011, exp: 28 sep 2014. Reference (B)(4) follow-up 2.

Manufacturer narrative:
Received additional information stating that the patient expired on (B)(6) 2013 due to adenocarcinoma of the lungs at an outside hospice facility. This was a severe, serious adverse event that is noted as other. No other treatment or medications noted. Reference (B)(4) follow-up 1.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. The other device involved in the event is as follows: model#: fa-77475-20; lot#: not reported; dom: n/a; exp: n/a. (B)(4).